Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the following system boot up, system displays disc error on data monitor and not booting into application. A philips field service engineer (fse) went onsite and confirmed that the work list was not working, and the system displayed blue screen with hard disk errors. The suspected host pc monoplane revised_ii no hdd was returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and found the hdd bay was not responding. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc, x-ray and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024 that has planned to implement on this system. Following the fse's replacement of the host pc and hard disk, the ghost image was successfully restored. After functional checks, it was confirmed that the worklist connection has now been restored, and the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.